Event description:
The nurse opened the tray and found a long hair inside the tray tangled up in a rubberband.======================manufacturer response for catheter, urine bag and meter preconnected, bardex i.c. Complete care (per site reporter).======================the qa person apologized, assured me it was sterile, and is sending out a kit to return the product.